Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. The customer stated that the drawer fails multiple time upon opening, and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer rail issue. A team lead engineer removed the rails and replaced them with new rails to resolve the issue. The system functioned as intended after the team lead engineer troubleshooted the device.